Manufacturer narrative:
(B)(4). A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported by the rep during an exploratory laparotomy with the setting on 40.40 during the opening of the midline incision, the device was arching and flames were shooting out of the tip. A second device was tried, and it did the same thing. The patient had no implants or tattoos. The procedure was completed with a third like device with no patient consequences reported.